Manufacturer narrative:
(B)(4).

Event description:
The patient reported feeling stimulation everywhere and his body was shaking uncontrollably following doing a pmr (physician mode recharge). The patient stated his battery had not been charged for 3-4 months, was overdischarged, and he could not stand the pain. It was noted that the pain was the standard pain the patient normally had and what the patient got the device for. So, the patient did a pmr that a manufacturer representative had told him about 6 months ago. The patient was not instructed by the representative to do this. The patient had done one before and remembered how to do it, so he did it. The patient stated that he did 1 pmr (60 mins) and saw por (power on reset), but could not get the por to go away on the recharger. The patient then pressed the stimulation on/off buttons and that was when the overstimulation started. It came on so strong he was shocked and could not turn it off with the programmer and the shocking continued for about 24 minutes the patient went into a fetal position/ball and was shaking uncontrollably/ violently twitching, like convulsions similar to someone having seizures. The patient's spouse stated the device malfunctioned and was afraid the patient was going to have a heart attack and could see how tensed up he was. The paramedics were contacted, but stimulation stopped on its own because the battery died once the paramedics got there. The patient checked his device with the patient programmer which showed the 'poor communication' screen. The patient was charging with 4 coupling bars with the device battery charging up to 25%. The patient had been in horrible pain since the event, his whole left side of his body and groin area was in agony. The patient had pain in his chest, muscles in his sides, back and stomach. The patient reported "he was a mess to begin with and now he's even more of a mess." It was unclear when the onset of these symptoms started. The patient felt he could've died from the overstimulation and he was lucky his device was low to begin with since stimulation just ended up turning off on its own because the device battery was so low. The patient's device was currently off. The patient was concerned about turning stimulation back on and was instructed not to touch the stimulation on/off buttons until the por was cleared. The patient was to follow-up with their health care professional right away to clear the por and check the device. The representative offered to meet with patient at the doctor's office, but the patient had not gone forward with the appointment as the patient had a cold and did not want to go to the doctors. The patient was to contact the representative to setup a meeting. Follow-up was being conducted to determine actions/interventions taken/planned, if the reported event resolved, and patient outcome. Indication for use included non-malignant pain and chest wall.

Event description:
No new information.

Manufacturer narrative:
Analysis of the ins (s/n nks709724h) found no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.